Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced four infusion sets cannula kinked events on 08-jan-2025 and (B)(6) 2025. The event occurred within three hours of insertion for three events and one was less than a day. The insertion site was arm. The patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 4 of 4.